Event description:
It was reported that the patient presented with feeling - dizzy - in clinic during follow-up in backup vvi mode. After a device firmware download was performed successfully, the device resumed normal function. The patient experienced no symptoms during or after the restoration and would be monitored with regular follow up.